Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the lcb. In addition, we confirmed that the ccd module; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb broken, reduced to 5%/5%.